Event description:
It was reported that right ventricular (RV) leadless pacemaker was interacting with the ventricular outflow tract causing the patient to experience pain. The RV LP was explanted and replaced to resolve the event. the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.